Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturer and expiration dates of the device. Updated fields: d4, h4.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endoscopic mucosal resection (emr), the needle of the injector and sheath set did not deploy during the initial topical injection. The therapeutic procedure was completed using a similar device, and no harm or injury to the patient was reported.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h6, h11 corrected fields: h4, g2, d7a, e4 correction being made to previously submitted h4 from 9/1/2024 to 9/12/2024. Correction being made to previously submitted g2 health professional should not have been submitted correction being made to previously submitted d7a.the correct selection should be no. Correction being made to previously submitted e4.the correct selection should be unknown. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.